Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient dd not undergo essure confirmation test". The patient's concurrent conditions included abdominal pain lower, bleeding intermenstrual and allergy to metals. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), depression ("depression"), anxiety ("anxiety"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, depression, anxiety, back pain, menorrhagia, vaginal haemorrhage, allergy to metals, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received: new events: menorrhagia, vaginal haemorrhage, allergy to metals, back pain, abdominal pain, device monitoring procedure not performed added. Product stop date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.